Event description:
It was reported by service report that the bed would not move up or down. The customer could not determine if there was patient involvement, however, no adverse consequences were reported.